Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating the cause was unknown and they conducted reprogramming to resolve the issue of the radiating pain and jabbing. The issue was resolved. No further complications reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The pt reported that they "twisted" and felt a "jolt and shock" from their ins yesterday but had this issue in the past. Pt noted their ins would shock them "occasionally" off and on in the past and a manufacturer representative (rep) talked to the "engineer" in the past (patient services specialist (pss) understood this as their mdt rep. Calling on behalf of the pt in this case to speak to a technical service representative) and the "engineer" said "the head of unit was probably leaking fluid and so wires were shorting out." Pt noted they went into MRI mode to turn their stimulation off and was able to adjust their ins settings afterwards. Pss informed the pt how to turn their stimulation on/off and reviewed device function. Pss reviewed role of the mdt rep. Pss provided the pt with the nas number to provide to their healthcare provider (hcp) office so a mdt rep. Can be invited to their appointment if necessary. Pss re-direct the pt to follow-up with their hcp for next steps.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for multiple back operations and spinal pain. It was reported the patient observed a 376 error code on the recharger. Right after that the patient felt intense pain at the stimulator site that radiated outward. Additional information reported that when charging the ins, the patient got error code 376 and a few minutes later it started to hurt, and then it started hurting some more. It felt like someone was punching them in the back with their fist. The patient states the ins continued to hurt and radiate. The patient reported that most of the pain was gone, but it was radiating up soreness all around it. The patient tried using the patient programmer to adjust the ins, thinking he could help the pain if the ins was adjusted. When the patient tried to adjust the ins settings, number one did not do anything and on number 2, they felt the pulse but not as much as they had. The patient reported he has let the ins deplete before as he went too long between charge sessions but has been able to charge the ins with no problem. A recharge antenna was sent. It was recommended the patient follow-up with their healthcare provider (hcp). Additional information reported that the patient was charging with stimulation on. The patient felt 5 jabs over the ins pocket site. The patient felt a lot of pain about 4¿ around the implant. The patient reported the pain continues after charging. The patient reported no fall or trauma. The ins site looks good. Caller reports with reference 0, electrodes 5,6,7 are showing 0.7v: >10k ohms 3v: >40k ohms. Caller reports patient is not using those electrodes. Program 1: electrodes: 9,10,11 program 2: electrodes: 13,14,15 with a 300pw/40hz. Palpation assessed around ins pocket site. With stimulation on, patient felt less jabs than sunday event. Caller reports patient does feel the same jabs but less and also at the bottom of the stimulator towards the spine at the ins pocket site. With stimulation off, patient felt tender but not bad. The rep reported leaving stimulation off for 5 mins and re-palpating the ins pocket site, and patient reports no jabs sensation. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.